Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range pace impedance measurements greater than 3000 ohms. Based on a review of the pace impedance trend, the pace impedance measurements were noted to have recently risen to high out of range greater than 3000 ohms and then dropped back down to approximately 400 ohms and then back up to greater than 3000 ohms. There was no noise observed in the stored episodes. It was indicated by the physician that this rv lead was programmed to the unipolar pacing and sensing configuration over a year ago due to a possible lead conductor fracture. Boston scientific technical services (ts) provided guidance to the healthcare provider (hcp) that the rv lead needs to be evaluated as it may have a lead conductor fracture and has the possibility to exhibit oversensing, pacing inhibition and loss of capture based on lead data trends and current unipolar programming. It was noted by the physician that the patient is in another state and is planning to see a cardiologist there for evaluation. The lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.